Manufacturer narrative:
(B)(4).

Event description:
Literature review: in an article entitled "pelvic floor reconstruction with a biological mesh after elape'' written by k.k. Jensen et al published in colorectal disease 16, 192-197. There were 53 patients who underwent extralevator abdominoperineal excision for low rectal cancer from august 2007 to august 2011. Three patients developed perineal hernia. According to the authors, "the three hernias found in our study could be a result of weakening or dissolution of the mesh, although no conclusion can be drawn based on our data. None of the three patients received surgical treatment of the hernia, since no complications to the hernias occurred, and two of the patients were asymptomatic." There was also a patient who had a fistula and underwent exploration that revealed a hole in the mesh. This is for one of the three patients that developed a perineal hernia.